Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported alert 38 (motor stall) on their ilet. Restarting the device did not resolve the issue. A dry run was attempted but unsuccessful. A replacement ilet was arranged for overnight shipment, and the user was instructed to shut down and return the affected unit. The user continued using their dexcom g7 for glucose monitoring. The blood glucose was not affected.